Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity, mild calcification and 90% stenosis. A 2.5x28mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The device was withdrawn and resistance was noted due to the anatomy. A new same size xience xpedition sds was used to successfully treat the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.